Event description:
It was reported that the patient presented to the emergency room due to syncope and facial bruising. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise resulting in pacing inhibition. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the patient presented to the emergency room due to syncope and facial bruising. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.